Manufacturer narrative:
The investigation of hemolysis and positioning issues has been completed. The pump was not returned for investigation. The data log shows no conclusive trends on the placement signal, motor current, or any reported positioning alarms during time of reported hemolysis. According to the clinical notes, hemolysis improved after the pump was repositioned when it was discovered to be deep. The cause of the hemolysis issue was most likely improper positioning of the device, based on provided clinical details. The cause of the positioning issue was not determined since sufficient clinical information was not provided.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿

Event description:
The user facility reported a patient was on impella cp support and during support, the patient had hemolysis. Some blood was noted in the urine. The pump appeared deep on echocardiogram. The pump was pulled back and the p level was decreased. The hemolysis improved and the urine cleared. Plasma free continued to be elevated at 120, which was down from 230. Support continued. The device was successfully weaned and the patient survived the explant.